Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a male patient (patient age and weight are unknown). During the procedure, during the attempt to deploy the stent, the guide catheter ro marker did not move. The device was removed from the patient and the guide catheter was confirmed broken which did not allow the stent to be deployed. The procedure was completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the push catheter was kinked close to the proximal end. The suture hole at the distal end of the push catheter was slightly torn. The guide catheter was stretched and broken close to the proximal end. The distal broken piece of the guide catheter remained inside the delivery system and was removed for evaluation. The distal end of the guide catheter had multiple kinks/bends (suture impressions). There were no damages observed on the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a male patient (patient age and weight are unknown). During the procedure, during the attempt to deploy the stent, the guide catheter ro marker did not move. The device was removed from the patient and the guide catheter was confirmed broken which did not allow the stent to be deployed. The procedure was completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.